Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. In addition, it was noted that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s black box showed multiple pump reboots. During a visual inspection of the pump, the pump case was observed to be damaged in the areas of the battery compartment threads and cartridge compartment threads; the battery compartment threads were damaged; the battery cap threads were damaged as well as the coin slot on the top of the battery cap. The pump was unable to maintain an electrical connection with the returned battery cap due to cap detaching. The cartridge cap was also observed to be damaged. During testing, the pump powered on with a test battery cap. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed; no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, investigation revealed a dim discolored display; the keypad was found to be torn at up arrow, down arrow and contrast button and the ok and contrast keys were intermittently unresponsive. The up arrow and down arrow buttons responded appropriately. The keypad was removed and there was contamination observed under all key contacts. Also unrelated to the power issue, the audio bolus button cover was found to be torn in the center; the audio bolus button responded appropriately. (B)(4).